Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump was programmed ten units fix prime with water fusion set and water did exit the fusion set. No delivery anomaly noted. Insulin pump was programmed with multiple boluses and monitored. The bolus was delivery and recorded properly in bolus history screen. No bolus delivery anomaly noted. Insulin pump had a minor scratch on lcd window and cracked reservoir tube lip.

Event description:
It was reported the customer's blood glucose was 300 mg/dl. Customer disconnected and did a bolus and only little drops of insulin came out. Customer tried different reservoirs and infusion sets. The device did not alarm during high pressure test. No alarm in the memory. The device did pass self test. Customer does not feel safe with the device. No further information reported.